Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4, h7, h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the high pressure was circuit board faults for pressure reading and supply. The regulator unit was damages providing issues with gas supply. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit experienced high pneumoperitoneum pressure at startup. The issue was found during preparation for a therapeutic resection procedure. The procedure was completed with a similar device with no reported patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found the device was displaying a high air pressure value due to a faulty printed circuit board and the first regulator unit was damaged resulting in insufficient gas feeding. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.